Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Technical review and physical evaluation: the initial inspection showed that the comb and roller were damaged on the device. The pretest could not be performed due to the bent comb. The device came in with four cutters (1.5- sn (B)(4), 2-1 sn (B)(4), 3-1 sn (B)(4), 4-1 sn (B)(4)) all of which passed. Tier 3- the damaged comb, roller and comb springs were replaced on the device. The device was tested and calibrated to specifications. Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that initially the complaint was found that it was preventive maintenance. Later it was noticed that the unit required repair. The initial inspection showed that the comb and roller were damaged on the device. The pretest could not be performed due to the bent comb. No adverse events were reported as a result of this malfunction.